Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was no rf telemetry and there were no transmissions from the merlin transmitter and the device. The rf antenna was disconnected and technical services was contacted. The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences reported.